Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors (minimal leaflet calcification to secure the valve) and procedural factors (overcompensation during valve deployment) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, a 26mm sapien xt valve was deployed in a too-aortic position, requiring deployment of a 2nd valve. The first valve was positioned 50:50 aortic/ventricular (a/v) but during deployment, there was movement toward the ventricular side. Efforts to correct the ventricular drift led to aortic malposition. The amount of movement aortic was not confirmed until post tavr angiograms were reviewed in detail. A post deployment echocardiogram indicated trace paravalvular leak (pvl). Post dilation was performed once but the echo still indicated trace pvl. Following sheath removal, echo indicated the valve had moved more aortic, landing in a final 90:10 a/v position, and the native leaflets were now visible below the xt valve. The patient remained stable; however, the valve covering the left main was a concern. A second delivery system was opened for placement of a second valve lower in the annulus. The physicians decided to wire the left main and place a stent in case the valve frame completely obstructed the coronary. The cardiologist was able to engage the lca but was unable to advance the guidewire down the vessel and the left main sustained a small dissection due to wire manipulation. At that point the surgeon decided to open the chest and fix both the valve and the left main at the same time. The surgeon removed the sapien valve and performed an avr; it was determined that the left main dissection did not require repair. The patient was closed and remained stable throughout the entire procedure. The patient¿s annulus measured 20.1mm x 27.8mm by CT (valve area of 447mm2). Mild annular calcification, mild native leaflet calcification and mild aortic root calcification were reported.